Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that insulin is coming out of the base of the connector needle when priming. She was priming her infusion set, and the insulin came out of the base of the plastic where the connector needle starts instead of the end of the connector needle. She is alleging insulin leaking between the tubing portion at the base of the connector needle. No adverse event was reported. The infusion set was requested to be returned for product evaluation.